Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter delivery system was returned for evaluation. The dilator and introducer sheath were not returned for evaluation. The storage tube was returned separate from the y-body and pusher catheter. The filter was returned lodged inside the storage tube. It was noticed that the distal end of the pusher wire was detached from the pusher catheter. This piece of the broken wire was exposed from the proximal end of the storage tube. No skiving was noted inside the storage tube. The pusher catheter contained one kink approximately 29cm from the proximal end of the pusher catheter, however it is unknown how this kink occurred as it was not reported by the user. In addition, the broken pusher wire was also not reported by the user. No other anomalies were identified. Performance evaluation: an attempt was made to remove the filter from the storage tube but this was unsuccessful. All possible measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the complaint investigation is confirmed for the filter failing to advance through the storage tube and a broken pusher wire. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Additionally, specific warnings, precautions, and potential complications associated with the device are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced out of the storage tube into the delivery sheath. A new filter system was prepped and deployed successfully. There is no reported patient injury.